Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and pregnancy with contraceptive device ('pregnancy: birth - no complication') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder/urinary problems: bladder problems, urinary problems"), urinary tract disorder ("bladder/urinary problems: bladder problems, urinary problems"), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, dyspareunia, menorrhagia, bladder disorder, urinary tract disorder, alopecia, fatigue, migraine and headache outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pregnancy with contraceptive device and urinary tract disorder to be related to essure. The reporter commented: she received treatment for dysmenorrhea, dyspareunia, hair loss, fatigue, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: confirmation test: bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: case became incident. New events dysmenorrhea, dyspareunia, menorrhagia, pregnancy: birth - no complication, device ineffective, bladder problems, urinary problems, hair loss, fatigue, migraine, headaches were added. Reporters, patients dob and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.